Manufacturer narrative:
1627487-0726-2012-002-r; 1627487-121920119003-r. This ipg serial number was included in field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-03033. It was reported the patient's leads migrated, as a result, she felt stimulation in the incorrect area. The patient did not pursue reprogramming. The patient also complained of the ipg over heating. In turn, the patient underwent surgical intervention wherein the entire scs system was removed.